Event description:
The patient reportedly experienced facial paresis after device implantation. Steroids and antibiotics (type unk) were prescribed by the implant surgeon. The patient was seen for his first fitting and initial stimulation. It was reported that the facial paresis had improved tremendously and that the surgeon expects a complete recovery. The patient will continue to be monitored by the center.